Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the pump was defective. No further information was provided. Animas customer support made several attempts to obtain details; however, the reporter had no further details to report. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 09-apr-2019 with the following findings: review of the black box data did not reveal any activity outside of normal use. The returned battery cap was intact, without damage and able to fit securely to pump. On investigation, the pump powered on normally and ez-prime steps were successfully completed. All electrical current readings were within specification. The pump was exercised for 12 hours without error, alarm, warning, interruption in power or overheating. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.